Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer via phone call that their insulin pump had a purple line down the middle of it. The customer's blood glucose level was 127 md/dl at the time of the incident. Customer stated the insulin pump was neither dropped nor bumped. Customer stated that the screen might go out. Customer has had a bad display before. It was unknown if auto mode was active at the time of the event. The customer was advised to discontinue use of the insulin pump and revert to the back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank flashing white lcd due to cracked on lcd controller. Unable to verify missing segments or partial display due to blank flashing white lcd noted.